Event description:
A (B)(6) female for total vaginal hysterectomy. Conmed al trus tissue fusion system was used for coagulation and cutting of uterine vessels, ligaments, etc for vaginal removal. Device consists of either a 5mm or 10 mm handpiece and a generator unit. Retraction in surgical area to provide visualization was provided by a weighted vaginal speculum and a small deaver. Both instruments are stainless steal. Device operated as expected w/ surgeon activating the handpiece w/ machine at default setting. Medical device rep present in the operating room. At conclusion of the procedure and while pt was being washed of residual blood in operative area, scrub nurse noted reddened area that was not residual blood but rather an open area minus skin. Surgeon was asked to assess the area and confirmed it was superficial 1st degree burn on labia majora 6/2 cm. With further assessment noted superficial 1st degree burn 2 x 1 cm at vulvar vestibule. Both had no blistering and did not involve the dermal layer. The burn on labia was in same area as the deaver retractor had been and the burn at vulvar vestibule was where the weighted speculum had been. Surgeon suspected the shaft of al trus instrument had generated enough heat when coming in contact w/ deaver or weighted speculum to cause the retractors to burn underlying tissue. Surgeon was using the 10 mm handpiece and had questioned the conmed rep as to why the device continued to make "sizzling and popping" noise after she had stopped the coagulation and was cutting the tissue. Rep stated this was "normal as there was still residual heat at the paddles (tips). Conmed rep offered his thoughts to the cause of burn, stating the shaft of handpiece had most probably come in contact w/ the tissue itself and not due to heat transfer through the retractors. There was no confirmation from the teamed scrubbed in for procedure of seeing the handpiece up against tissue area burned was treated w injected 1% lidocaine and topical silvadene cream. Pt and her husband were both informed of event. Pt did well w/ recovery and had no immediate apparent problems. The only relevant testing was done by scrub nurse in that afterwards she did activate the device several times as if it was being used and then noted the first approximate 7cm of the shaft was too warm to handle w/ a gloved hand. She again held it to a deaver retractor and the retractor did become very warm. This was done on (B)(6) 2014. No professional testing has been done at this time. Unit is not being used in the surgery area until further notice of safety.